Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during device change for normal eri, externalized conductors were observed. No electrical anomalies were detected. Patient was asymptomatic. Lead fracture was also noted. Lead was capped and replaced.